Manufacturer narrative:
Product event summary: analysis found the ventricle connector and lower case were broken. It was noted the device was sticky.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.